Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Follow up report is being filed based on the new matrix that went into affect on (B)(6) 2013, this type of event is now classified as a serious injury and not a malfunction.

Event description:
The sales rep reported that the vpv programmer was not working as expected. The customer was complaining that they were not receiving any programming confirmation messages. After inspection, it appears to be malfunctioning and needs to be replaced. There were no adverse consequences to the patient or delays in surgery reported.

Manufacturer narrative:
Upon completion of the investigation, it was noted that a vpv programmer with a transmitter head was returned for an evaluation. As returned no damages were observed. The vpv programmer was checked for functionality, and it functioned properly. The device was found fully functional. A programmable valve was programmed at different settings without any difficulties. A device history records review was conducted and it was verified that this unit was conforming to the required specifications when released to stock. Trends will be monitored for this or similar complaints. At the present time this complaint is considered closed.

Event description:
Additional information explained that no known adverse events communicated programming chpv-- no surgery involved because no confirmation-- x-ray confirmation required per our IFU no replacement sent to me thus far.